Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over to all the stations. A technical support specialist (tss) connected to the server, confirmed message flow by running downtime and queries per knowledge article (ka) - medes: interface delayed/down notice. The tss verified that patient and order messages were processing correctly and visible in server and found that the reported delays were due to active directory and meditech being down in health sight viewer (hsv), which explained why only some stations in critical override were affected, and advised the customer to follow up with the active directory team. Customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, patients were not crossing over to any of the stations, and all stations were operating in critical override. The customer stated that healthsight viewer (hsv) indicated that the meditech adt interface was down. The customer confirmed that no patient data was crossing over and that all stations were currently in critical override. The customer reported that the issue had already been escalated to meditech, who indicated there were no issues on their side. The customer requested further investigation from the pyxis es server side. There were no delay or adverse events or injuries reported based on this event.